Event description:
It was reported that the patient fell. It was also reported that the two right ventricular (rv) epicardial leads and the left ventricular (lv) epicardial lead fractured. All three leads were capped and the physician put in a new system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.